Event description:
Patient death occurred. The patient was hospitalized for about one week due to developing a lmca (left middle cerebral artery) thrombus from a bicycle accident. It was decided to stent the lmca to keep the vessel open. The irb committee was informed that an off label use of a device was done. First, a nueroform stent (stryker) was attempted to be deployed and there was a problem and the stent was retrieved from the vessel. Then, two enterprise stents (enf453712/10177115) and (enf453712/10172358) were introduced and deployed. There were no technical problems noted. The microcatheter used was a select plus 150/5 cm 45 shape (606s255fx/15786081). Integralin was used inter arterial to help keep clot from further forming in the lmca. The patient left the angio suite with no sah and the lmca was patent. The patient expired over the course of the night. The cause of death was unknown. The stents and microcatheter were not responsible.

Manufacturer narrative:
Information was received reporting that post off-label use of two enterprise vrds to treat a left middle cerebral artery (lmca) thrombus. There were no technical difficulties; however, it was reported that the patient expired from unknown cause post procedure. It was reported that it was unrelated to the enterprise vrds and codman microcatheter; the cause of death has not been determined. The patient who was hospitalized for about one week from a bicycle accident developed a lmca thrombus and was taken to the angio suite for evaluation. It was decided to stent the lmca to keep the vessel open. The irb committee was informed that the device was to be used off label use. First a neuroform stent (stryker) was attempted to be deployed and there was a problem; the stent was retrieved from the vessel. Next an enterprise was introduced and deployed, followed by a second enterprise. There were no technical problems noted. Integrilin was used intra-arterially to help keep clot from further forming in the lmca. The patient left the angio suite with no sub- and the lmca was patent. The pt expired over the course of the night. Lake region medical reviewed the device history records relative to the manufacturing, inspecting and packaging of enterprise lots 10177115 and 10172358. The device history record review also included a review of the certificate of conformance received from specialty coatings systems and nitinol devices and components, along with lake region medical¿s internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. It was reported that the patient died of unknown cause post off-label use of two enterprise vrds which as outlined in the instructions for use is indicated for use with embolic coils for the treatment of wide-neck aneurysms. It was reported that the death was unrelated to the enterprise vrds; however, the cause of death is unknown; therefore the relationship to the devices cannot be definitively determined. The patient¿s comorbidity including bicycle accident injuries and pre-procedure lmca thrombus are factors that may have contributed. As reported, there were no device performance issues and no indication of a relationship to the devices. With review of the device history records, no indication of any manufacturing issues related to the event. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
The product will not be returned for analysis, and additional information will be submitted within 30 days of receipt. Concomitant medical products and therapy dates: select plus 150/5 cm 45 shape (606s255fx/15786081); enterprise (enf453712/10177115); nueroform stent stryker (details unknown); 2 aspiration catheters (details unknown); 1 microcatheter (details unknown); microwires (details unknown).